Event description:
Dexcom was made aware on 10/01/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm, on (B)(6) 2024. The patient reported that they experienced a skin reaction with an infection which occurred three days after the sensor had been inserted in the arm. The patient developed redness, inflammation, swelling, drainage, and an infection extending beyond the patch perimeter. The patient had burning sensation in the area. On (B)(6) 2024, the patient consulted a health care provider who prescribed an oral antibiotic medication (sulfamethoxazole tmp ds, unspecified tablets) for the infection. No photo was provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).